Manufacturer narrative:
(B)(4). No device or photos were received; therefore the condition of the device is unknown. The device history records were reviewed and no discrepancies relevant to the reported event were found. A review of the complaint history determined that no further action is required as no trends were identified. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A root cause was unable to be determined. Concomitant medical products- bigliani/flatow modular humeral stem catalog #: 00430001213 lot #: 60993797, cable-ready cerclage cable with crimp catalog #: 00223200118 lot #: 61365983, bigliani/flatow pegged glenoid component catalog #: 00430205246 lot #: 60776591. This report is number 2 of 5 mdrs filed for the same patient (reference 0001822565-2017-02208, 0001822565-2017-02211, 0001822565-2017-02214, 0001822565-2017-02215).

Event description:
It is reported that the patient is indicated for a left shoulder arthroplasty revision due to a non-functional rotator cuff approximately eight years post-operatively. Attempts have been made and additional information on the reported event is unavailable.